Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac vein. A 10.0 x80, 75cm charger balloon was advanced for dilatation. However, the balloon ruptured during inflation at 10 atmospheres. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac vein. A 10.0 x80, 75cm charger balloon was advanced for dilatation. However, the balloon ruptured during inflation at 10 atmospheres. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. It was further reported that the balloon ruptured on initial inflation for a few seconds.

Manufacturer narrative:
Updated b5: describe event or problem.

Manufacturer narrative:
Device evaluated by MFR: charger 10.0 x80, 75cm, 14atm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A balloon longitudinal tear was identified beginning approximately 1mm proximal of the distal markerband and extending approximately 4mm proximally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 14 atmospheres as per charger specification. A visual examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual examination identified no damage to the tip.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac vein. A 10.0 x80, 75cm charger balloon was advanced for dilatation. However, the balloon ruptured during inflation at 10 atmospheres. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. It was further reported that the balloon ruptured on initial inflation for a few seconds.